Event description:
A surgeon reported that the shunt was touching the iris following a glaucoma filtration shunt procedure. There was no impact to the patient and the shunt remains implanted. Additional information is not expected.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. No additional information is expected. (B)(4).